Manufacturer narrative:
Complaint is not confirmed. The reported failure could not be reproduced. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. Visual evaluation found regular signs of wear and tear. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 111 minutes with no issues. Additionally, pressure testing with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. This is the expected result. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/08/2023 it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device is defective. The device is not working properly an it is not possible to regulate the pressure correctly. Pressure sensor not working properly. This was noticed during the case but there was no patient affected.